Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 4/10/2019. Initial visual inspection observed no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30114793m number, and no internal action was found during the review. Concomitant bwi products: carto 3 system (us catalog # fg540000, serial # unknown); generator (us catalog # unknown, serial # unknown); lasso catheter (us catalog # unknown, lot # unknown). Concomitant non-bwi products: safe sept transseptal needle (product code unknown); sl1 transseptal sheath (product code unknown); medium agilis sheath (product code unknown). (B)(4).

Event description:
It was reported that a male patient in their (B)(6) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Eco devices were used to monitoring for the rest of medical intervention. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a safe sept transseptal needle and sl1 transseptal sheath. A medium agilis sheath was used during the case. The generator was used in default power control mode. The impedance over 180 reached up to 300 ohms at the time of the injury. The overall time for ablation at the site of injury was approx. Under 1-minute total. The catheter irrigation was set at 30 ml/min. No error messages were observed on any bwi equipment during the procedure. The patient received anticoagulant (heparin) with an activated clotting time (act) over 300 seconds. The thermocool® smart touch¿ bi-directional navigation catheter was in close proximity to the lasso catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 did not indicate to re-zero the catheter. The customer¿s experienced issue of ¿high impedance¿ is not MDR reportable. Although the incidence of high impedance reading occurred, there is no indication that the impedance exceeded any cut-off settings.

Manufacturer narrative:
It was reported that a male patient in their seventies underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. On (B)(6) 2019, additional event information was received indicating the impedance spiked over 180 reached up to over 200 ohms at the time of the injury. The generator stopped the ablation when the impedance cut-off value was exceeded. Device evaluation details: on (B)(6) 2019, the device evaluation was completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).